Event description:
It was reported that during a bilateral salpingo-oophorectomy procedure, the device locked up on the second firing. The device was removed and it was noted that the device partially cut and stapled. No malformed staples were noted. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Pinion axle support, incomplete cycle the analysis results found that the ats45 device was received with the firing mechanism damaged and with a 6r45m cartridge loaded on the device. The reload was received partially fired 1/2 and with the lockout spring normal. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.